Manufacturer narrative:
(B)(4) date sent to the FDA: 01/14/2016. (B)(4). If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a posterior vaginal repair procedure in 2013. Five days following the procedure, the patient experienced hematoma with the partial exposure of mesh which was removed and vaginal skin was closed. It was also reported that, eight months later, the patient experienced a mesh exposure and dyspareunia and exposed mesh was removed. In (B)(6) 2015, the patient was still experiencing difficulties with intercourse and underwent a removal of scarred tissue and remnants of mesh. Additional information has been requested.